Event description:
It was reported that during a total knee procedure, the blade broke at the shaft. It was also reported that there was no pt injury and there was no delay as a result of this event. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Lot number info has not been provided to permit further investigation. If the product is received, an evaluation will be performed and a follow-up MDR will be submitted. The root cause is undetermined.